Event description:
It was reported that during a lumbar rf procedure, the pt received a second degree burn approximately 1/4 inch in size at the entry point of the needle. The pt was given silvadene cream as treatment for the burn. It is further reported that the pt's burn is being treated by a plastic surgeon and an infectious disease physician. Bipolar probes were used for this procedure since the pt has a pacemaker.

Manufacturer narrative:
The device has been received for evaluation. Once the investigation is complete, a follow up will be completed.